Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). This event was captured based on literature review. It was reported through a research article that identifying the mitraclip device, that the device may be related to slda. Details are listed in the attached article, titled risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The unique device identifier (UDI) is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.